Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a shoulder replacement on their right arm and now they could not turn the stimulator back on. The patient said they were laid up because of the shoulder surgery. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated she would charge every day and when the patient went to charge she "couldn't feel anything". The patient is currently waiting for insurance to approve a new implant. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device was no longer working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no resolution to their problem. The patient reported that they went to their pain management 4 months ago and they were told to get in touch with her insurance. The patient kept calling their office with no satisfaction. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that they were charging everyday - 3 to 4 hours a day. The cause was unknown - stopped charging. Patient provided the medical facility information. The issue was not resolved. Patient stated the device was dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins needed to be charged and the inability to turn the ins back on had been resolved. No further complications were reported/anticipated.